Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an "ma on in error" error message. The system will not operate with this error. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.